Event description:
The following information was received from the distributor on october 06, 2024: elunir 3.0 x 38 lun300r38in lnrin0836in lot: lnrin0836a lesion: rca a 3.5 guide catheter was used to engage the right coronary ostium into the mid-rca lesion. A 2.5*8 semi compliant balloon was used to prepare the lesion. Elunir stent 3.0 x 38 saystem was opened and tracked to the lesion with ease. Then, the physician noticed some leakage of dye from the stent before inflation. The elunir stent was retrieved out from patient's body and the physician noticed that the bi-segment catheter of the stent is kink too. Physician opened another elunir stent 3.8 x 38 system and the successfully accomplished the procedure in the mid-rca lesion with no issue. 4.0 x 15 mm post dilatation balloon was performed for achieving an excellent result. The stent system will be returned to medinol ltd. Additional information was received on october 07, 2024: 1. The product will be returned to the company. 2. The angio images are not available and will not be provided to the company. 3. The dye leakage was observed from the mid of the stent. 4. The system was prepared for the procedure as per the IFU - no leakage was observed during the system preparation procedure. 5. No death, nor injury or any other damage to patient was reported. 6. The procedure was successfully terminated with another elunir system of identical type and features.

Manufacturer narrative:
Following the device arrival, a device analysis was signed on (B)(6) 2024 (see enclosed). On (B)(6) 2024 a review of IFU for customer complaint was performed - no deviation was reported. Final complaint report signed on (B)(6) 2024, revealed the following conclusions: 1. The DHR (device history record) review of lot # lnrin0836a indicates that the product was supplied meeting specifications. 2. The event classification was modified after device analysis from "balloon, leakage, in patient" to "balloon, inflation difficulty, in patient"*. 3. The origin of the inflation difficulty was a hole in the outer and the inner close to rx- port area, and not balloon leakage. 4. The results of this investigation indicate that the returned product was supplied to the customer meeting specifications, and that the reported event is a consequence of user handling/ technique. 5. No relation was found to medinol's manufacturing processes. 6. The events of this complaint are addressed in the dfmea report # (B)(4), and the risk remains low. No new risks were identified. 7. There was no injury to the patient. The device analysis conclusion reduced the severity of the reported evant. Events with such severity are - "non reprotable".